Event description:
On 7/5/00 ER nurse was squeezing cold pack and top portion of pack spontaneously burst open and splashed into nurse's face. Nurse was wearing glasses. Fluid dripped from forehead into eyes. Nurse had eyes irrigated and went to ophthalmologist, who confirmed no damage was done. Nurse was given antibiotic eye ointment as prophylactic therapy.